Event description:
The patient was undergoing a medical procedure in the left external carotid artery (eca) using a benchmark delivery 6f 071 catheter (benchmark), a neuron select catheter 5f (5f select), a non-penumbra microcatheter, and a guidewire. During the procedure, while using the microcatheter and the guidewire to navigate to the target location, the physician noticed a leak in the benchmark. Therefore, the physician decided to remove it. While removing the benchmark with the 5f select inside, the benchmark fractured approximately 5-10cm from the hub. Therefore, the benchmark was not used for the remainder of the procedure. It was reported that the benchmark remained intact by a strand of coil and was removed completely. The procedure was completed using a new benchmark, new 5f select, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned benchmark confirmed that the catheter was fractured. Based on the damage at the fracture site, this damage likely occurred due to retraction against resistance. If the benchmark is retracted against resistance, damage such as a fracture may occur. This damage may have contributed to the reported leak in the benchmark. Further evaluation revealed support coil winds wrapped around the catheter shaft of the 5f select and kinks on the benchmark. This damage was incidental to the reported complaint and likely occurred from the fractured benchmark. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.